Event description:
Case description: investigation result: name: novopen 6, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Name: novorapid penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case was updated with the following information: malfunction updated as no. Is non-reportable updated as no. Investigation results were updated . Final report ticked, and expected date of fu report removed in EU/ca tab. B,c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. Final manufacturer comment: 14-apr-2026: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary name: novopen 6, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient's bloodsugar levels had become high [blood glucose increased] not possible to press down the dosing button [device issue] patient had not received any medication [drug dose omission by device] sometimes it has been possible to press the dose button, but no insulin comes out [device failure] lack of effect [device ineffective] case description: this serious spontaneous case from sweden was reported by a nurse as "patient's bloodsugar levels had become high(sugar blood level increased)" beginning on 2025, "not possible to press down the dosing button(device component issue)" with an unspecified onset date, "patient had not received any medication(drug dose omission by device)" with an unspecified onset date, "sometimes it has been possible to press the dose button, but no insulin comes out(device failure)" with an unspecified onset date, "lack of effect(device ineffective)" beginning on 2025, and concerned a 41 years old male patient who was treated with novopen 6 (insulin delivery device) from 2025 and ongoing for "diabetes type 1", , novorapid penfill (insulin aspart 100 u/ml) (dose: 18 iu, qd (09:00 - 6 units, kl.12:45 - 4 units, in the afternoon 3 units then 5 units)) from unknown start date and ongoing for "diabetes type 1", the patient's height, weight and body mass index were not reported dosage regimens: novopen 6: (B)(6) 2025 to not reported (dosage regimen ongoing). Novorapid penfill: current condition: type 1 diabetes (had it since they were a child), autism. Concomitant products included - tresiba penfill (insulin degludec 100 u/ml), alimemazine, aritonin(melatonin), kestine(ebastine), loperamide. On an unknown date in (B)(6) 2025 to (B)(6) 2025 (exact date not known). Since an unknown date patient had problems giving novorapid with novopen 6 during the past 2-3 months. When the staff helped a patient to give the medicine from novopen 6, it had sometimes been possible to give novorapid from it, but sometimes it had not worked. It is possible to turn it up, but it was not possible to press down the dosing button. Then there have been times when it had been possible to press down the dose button and the staff thought that medication had been given to the patient, but then it turned out that the patient had not received any medication since an unknown date in 2025 because the patient's levels had become high and the staff subsequently tested novopen 6 and discovered that it did not work. The staff have had to switch to a new novorapid cartridge when it had happened and then it had worked again to give with novopen 6. They had had to do this with 5-6 novorapid cartridge at different times during the last 2-3 months. It had happened in the last 2-3 months that it was not possible to use novopen 6. The staff has had to change to a new cartridge and then it has been possible to press the dosage button, it had happened with 5-6 novorapid cartridges. It had also been a staff who were not used to novopen who gave the patient the medicine and thought that the patient had received their insulin, but the patient's levels became high and a more experienced staff discovered that novopen did not work and that the patient had not received the medicine the staff switched to a new cartridge and then it was possible to give the insulin with novopen 6 and the patient's values were good again. I don't know the exact dates of the events. On (B)(6) 2025 the patient's blood glucose (blood glucose) levels had been high (value and units not reported) on when it didn't work. There are more similar incidents in the last 2-3 months. On (B)(6) 2025, which was the last time it did not work to give with novopen 6, the patient's blood glucose (blood glucose) value was 28 mmol/l. Patient checked the insulin flow with the pen and needle before each injection. Novopen 6 is not stored with a needle on between injections and is taken off. Needles were not reused and was reported needle was stick safe and disposable needles. Batch numbers: novopen 6: has been requested. Novorapid penfill: has been requested. Action taken to novopen 6 was reported as no change. Action taken to novorapid penfill was reported as no change. Event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction of novorapid doesn't apply the outcome for the event "patient's bloodsugar levels had become high (sugar blood level increased)" was recovered. The outcome for the event "not possible to press down the dosing button (device component issue)" was not reported. The outcome for the event "patient had not received any medication (drug dose omission by device)" was not reported. The outcome for the event "sometimes it has been possible to press the dose button, but no insulin comes out (device failure)" was not reported. The outcome for the event "lack of effect (device ineffective)" was recovered. Reporter's causality (novorapid penfill) - patient's bloodsugar levels had become high (sugar blood level increased): probable not possible to press down the dosing button (device component issue): probable patient had not received any medication (drug dose omission by device): probable sometimes it has been possible to press the dose button, but no insulin comes out (device failure): probable lack of effect (device ineffective): probable company's causality (novorapid penfill) - patient's bloodsugar levels had become high (sugar blood level increased): possible not possible to press down the dosing button (device component issue): possible patient had not received any medication (drug dose omission by device): possible sometimes it has been possible to press the dose button, but no insulin comes out (device failure): possible lack of effect (device ineffective): possible this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes.

Event description:
Case description: since last submission the case was updated with the following information: expected date of follow up report in EU/ca tab extended by 15 days narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.